Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the patient had experienced hematoma and pocket erosion. The header portion of the implantable cardioverter defibrillator was visible protruding from the implant site. Additionally, oozing from the implant site was noted. A dressing was applied to the implant site in clinic. The implantable cardioverter defibrillator was explanted on (B)(6) 2022.

Event description:
New information notes that the patient was stable after the explant procedure.